Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot number is within the scope of field action recall res 95300. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, a field action (reference field action res 95300) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4850660, is within the scope of this action. Therefore, this report is confirmed. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic retrograde cholangiopancreatography (ercp) the user selected a cook hemospray endoscopic hemostat. It was reported that the product was unpackaged and was being activated to be used in the procedure. The products [hemospray] red knob that activates the co2 [carbon dioxide] cartridge broke off at the base and the cartridge was expelled out of the device. The device was not in a patient and there was no harm to the patient or tech. This did not affect the outcome of the procedure at and no time was spent in hospital due to this malfunction. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, the regulator's small metal ball bearing, lance, spring, and black o-ring were not returned. Both the catheters were included in the return neither catheter exhibited signs of use (no kinks, powder within, or discolorations were observed). Catheter #1 was returned with its red hub attached to the device nozzle. The device was returned with the on/off switch in the "off" position. The white body of the handle has not broken open. Powder was not observed on the exterior of the returned components, within the device nozzle, or within the tray. The red activation knob was returned removed from the handle with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #1. The regulator's internal components have detached with only the small white o-ring remaining seated in the regulator. The co2 cartridge was observed to be fully punctured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot is within the scope of recall. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it was secured to the regulator during activation. A field action (reference field actions 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4850660, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.